Event description:
During preparation for cardiopulmonary bypass, the roller pump displayed "overspeed" messages, resulting in pump stop. There was no reported adverse consequence to the pt as a result of this event.